Manufacturer narrative:
Pump received with minor scratched lcd window, broken end cap, cracked case at the display window corners, missing end cap sticker and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that the back side of the insulin pump was cracked. Customer's blood glucose was unknown. Insulin pump would need to be replaced.